Event description:
A report was rec'd that a pt underwent a pocket revision procedure, due to the pocket being in an uncomfortable location. The physician relocated the pocket to the pt's left abdominal area. The pt was reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.